Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled (B)(6) 2010, the ptm (personal therapy manager) displayed '8503 physician bolus in progress' message. On (B)(6) 2011, it was reported the pt had or would have surgery to fix a problem with the pump sys. The pt was no longer having problems with the sys and the problems were not related to the sys.